Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the site. The fse found a loose screw on the bottom of the pump syringe, thus the pump was not dispensing on the first pad of the stick which is the leukocyte pad. The fse tightened the screw and the system is functioning as intended.

Event description:
Customer reported false negative results for leukocytes on several samples. Visual examination indicated leukocytes were present. Manual dipstick results were also positive for leukocytes. There was no report of injury as a result of this event.